Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they need to interchange the main board. There was no reported patient involvement.

Manufacturer narrative:
.